Manufacturer narrative:
The complaint sample has been returned for investigation and is currently in process. A follow up report will be submitted upon the closure of the investigation.

Event description:
Reporter states 7 piccs from this lot were cracked/leaking at the hub.

Manufacturer narrative:
After a thorough review of the manufacturing and inspection records for this lot, no deviations or non-conformances were identified. A total of 71 units were returned for evaluation. Functional testing was conducted on 13 of these units by crimping the tubing with a hemostat to assess for leakage. Leakage was observed from the hub during testing; the complaint is confirmed. The most probable root cause is the presence of gate vestige on the sealing surface, which likely contributed to sealing inconsistencies and made the hub susceptible to leakage. To address this issue, (B)(4) was completed to relocate the gate away from the sealing surface. This redesign eliminates the potential for gate vestige to interfere with sealing integrity. Additional information provided in h.3., h.6. And h.11.